Manufacturer narrative:
The pod was received with the soft cannula deployed. The soft cannula was found to be stretched, measuring out of specification at 1.346 in. In length. Due to the stretch in the cannula, the formed needle was found to have punctured the soft cannula, preventing the flow of fluid through the complete fluid path. It could not be determined when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl. The pod was worn between 36 and 48 hours on the abdomen. No information was provided on how the hyperglycemia was treated.